Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that a skin graft mesher has damage to an internal guard and a screw missing on the side. The fault was noticed during steam cleaning not during surgery. Repair showed that the comb was damaged. There was no harm or delay and no patient involvement. There was no adverse event reported as a result of this malfunction.